Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient ((B)(6)) was unable to increase amplitude using the patient programmer. Reprogramming was unsuccessful due to high lead impedances. The lead was explanted and replaced which resolved the reported issue. Effective stimulation was achieved following the procedure.